Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. A labeling review cannot be completed due to no product catalog number provided. The device was not returned.

Event description:
It was reported that the foley catheter was not draining. The rn irrigated the catheter with no resistance and attempted to withdraw the fluid from the balloon, however only 1.5ml returned. The rn returned the 1.5ml to the catheter. The foley catheter then came out spontaneously with the balloon still inflated.

Event description:
It was reported that the foley catheter was not draining. The rn irrigated the catheter with no resistance and attempted to withdraw the fluid from the balloon, however only 1.5ml returned. The rn returned the 1.5ml to the catheter. The foley catheter then came out spontaneously with the balloon still inflated.

Manufacturer narrative:
The reported event was unconfirmed. A used latex foley was returned still attached to the drainage bag. The balloon was inflated with 10 ml with a luer lock syringe. The balloon was confirmed to be asymmetric and will be addressed in a separate complaint. No other issues were observed during inflation. The balloon deflated with no issues. The proximal side of the catheter was placed inside an house leg bag. Drainage through the catheter into the attached bag was observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not conducted as only the manufacturing lot number was obtained which only correlates to the catheter subassembly. This product is sold in single strip packets, trays, and as product subassembly with various labeling. There was not enough information to determine the labeling to be inadequate.